Event description:
A surgeon reported laser only ablated for a split second and stopped, then resumed and shot continuously during lasik surgery. Surgeon continued and completed the surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped the gas change and the scanner test, performed the necessary energy check, eye tracker without any issue. The fluence test was performed with a measured depth hundred and four point six microns. According to user manual the acceptable range for the measured ablation depth is sixty-three point five microns to sixty-six point five microns. If the depth is not correct the ¿energy check¿ and the ¿fluence test¿ must be repeated. However, the user still confirmed the fluence test and performed ten treatments during the whole day. The reported treatment could be identified in the logfile. Logfile shows the following message several times during treatment of patients left eye information displayed as internal energy too high (twenty percent range)! Continue with laser pedal". The treatment of the left eye could be successfully finished with fourteen interruptions. The user has not performed an energy check before this patient. Logfile shows that the energy check before this patient was performed at during startup (calibration check) and the treatment for the left eye was started, energy check was not performed as recommended in the user manual between patients within thirty minutes before treatment. Afterwards, customer repeated energy check and fluence test, no further message appeared, and the treatments could be performed without any issue on the treatment day. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).